Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker has been dead for some time but the patient was not using the pacemaker that much and opted not to get it replaced. However, the patient was having symptoms lately. This pacemaker was then explanted and replaced. No additional adverse patient effects were reported.